Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015 information was received from an healthcare provider (hcp), via a company representative, regarding a patient who was receiving baclofen (500 mcg/ml) at 85.2 mcg/day (lot number and dates of therapy were not reported) via an implantable pump. Indications for use included intractable spasticity and spinal cord injury/spinal cord disease. On an unspecified date in (B)(6) 2015, the patient missed a refill. Subsequently, the patient experienced severe spasticity in their lower extremities. On (B)(6) 2015 the pump was alarming and was checked with the clinician programmer (reported as an "8840"); the alarm occurring was for an empty pump. As of (B)(6) 2015, the healthcare provider (hcp) was refilling the pump. Additional information requested included clarification of baclofen, other medications the patient was receiving at the time of the event, medical history, cause of empty pump, and event outcome. If additional information is received, a follow-up report will be sent.